Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This complaint for a system error 2240 (air in set) occurred during dwell 3 of 4 was not confirmed due to a lack of sample. The patient's husband confirmed that the clamp was opened on the unused supply line. The root cause of this incident was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 on the home choice (hc) unit during dwell 3 of 4. Gts had the home patient (hp) cycle power to clear the system error. Gts had the hp check the lines and bags and found an open clamp on an unused supply line. Gts reviewed proper setup procedures. Gts had the hp disconnect using aseptic technique and remove the cassette. The hp was to notify the peritoneal dialysis registered nurse (pd rn) of the missed therapy. There was no serious injury or medical intervention indicated at the time of the initial report. During a follow up with the home patient's husband the patient's husband confirmed that the clamp was opened on the unused supply line. The patient did follow up with her nurse.